Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: getinge USA sales llc). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the top monitor of cardiosave iabp (intra-aortic balloon pump) was not working- showing a bunch of lines.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). E1 initial reporter is (B)(6). Updated fields: b4, g3, g6, h2, h11. Corrected field : e1 ( initial reporter , event site email , event site address, event site name ), h6 ( medical device ¿ problem code ),

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (health effect clinical code, health effect impact code, (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, isolated failure to power inverter in upper display. Replaced video generator and power inverter pcb . Performed functional check and safety test. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the top monitor of cardiosave iabp (intra-aortic balloon pump) was not working- showing a bunch of lines. No patient harm or injury reported.